Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/3.0 mm balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in a minimally tortuous mid lad coronary artery. The physician used a terumo introducer sheath for vascular access and a bmw guidewire and a hartreil guide catheter to cross the lesion. The maverick2 monorail 20/3.0 mm balloon was removed and replaced with another maverick2 monorail 20/3.0 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.